Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 2010 and he recently started leaking again. The device was cycling but did not coapt, the device would not inflate. The physician determined the cause to be urethral atrophy. All components were explanted and replaced without patient complications.